Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to an imminent low blood glucose on (B)(6) 2018 with blood glucose of 70 mg/dl at the time of the incident. The customer was on their first day of using the pump and did not disconnect while rewinding the pump and filling the reservoir. The customer used juice and glucose tablets to treat. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and was not automatically adjusting insulin delivery during the event as the customer had not started using the sensor. Troubleshooting was not completed. The customer had some highs that they treated with the pump. The insulin pump will not be returned for analysis.